Event description:
Bayer case number: (B)(4). Partial migration of implants in the uterine cavity [partial expulsion of device] , dizziness [dizziness] , vaginal infection [vaginal infection] , urinary tract infection [urinary tract infection] , loss of libido [loss of libido] , vaginal dryness [vaginal dryness] , water retention in the ankles [fluid retention] , itching lower limbs [itchy legs] , joint pain [joint pain] , arthritis in the fingers [finger arthritis] , loss of eyebrow hair [eyebrow loss of] , intestinal problems [other disorders of intestine] , hair loss [hair loss] , sight disorders [visual disturbances] , anal fissures [anal fissure] , cognitive disorder [cognitive disorder] , memory loss [memory loss] , brain fog [brain fog] , muscle pain [muscle pain] , chronic fatigue [chronic fatigue] , depression [depression] , attention disorders [disturbance in attention] , stress [stress] , anxiety [anxiety] , metrorrhagia in mid-cycle [metrorrhagia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("partial migration of implants in the uterine cavity") in a 54-year-old female patient who had essure inserted (lot no. A82456) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced device expulsion (seriousness criterion intervention required), dizziness ("dizziness"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), fluid retention ("water retention in the ankles"), pruritus ("itching lower limbs"), arthralgia ("joint pain"), arthritis ("arthritis in the fingers"), madarosis ("loss of eyebrow hair"), gastrointestinal disorder ("intestinal problems"), alopecia ("hair loss"), visual impairment ("sight disorders"), anal fissure ("anal fissures"), cognitive disorder ("cognitive disorder"), amnesia ("memory loss"), brain fog ("brain fog"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), depression ("depression"), disturbance in attention ("attention disorders"), stress ("stress"), anxiety ("anxiety") and intermenstrual bleeding ("metrorrhagia in mid-cycle"). Essure was removed on (B)(6) 2017. The patient was treated with antidepressants (unknown) as well as surgery (total laparoscopic interadnexal hysterectomy and bilateral salpingectomy). At the time of the report, the loss of libido, arthralgia, gastrointestinal disorder, anal fissure, cognitive disorder, amnesia, brain fog, myalgia, fatigue, disturbance in attention, stress and anxiety had not resolved. The outcomes for device expulsion, dizziness, vaginal infection, urinary tract infection, vulvovaginal dryness, fluid retention, pruritus, arthritis, madarosis, alopecia, visual impairment, depression and intermenstrual bleeding were unknown. No causality assessment was received for essure with regard to dizziness, vaginal infection, urinary tract infection, loss of libido, vulvovaginal dryness, fluid retention, pruritus, arthralgia, arthritis, madarosis, gastrointestinal disorder, alopecia, visual impairment, anal fissure, cognitive disorder, amnesia, brain fog, myalgia, fatigue, depression, disturbance in attention, stress, anxiety, device expulsion or intermenstrual bleeding. The reporter commented: period of occurrence: the first side effects appeared from the end of (B)(6) 2013 since the essure implants were removed, some side effects have disappeared but many are still present in my daily life (chronic fatigue, zero libido, intestinal problems, anal fissures, brain fog, cognitive disorders, chronic fatigue, memory loss, impairment of attention, anxiety disorders, stress, muscle and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): visual appearance normal and painful [ultrasound scan] (date unknown): essures are partially in the cavity > risk of breakage if salpingectomy. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) partial migration of implants in the uterine cavity [partial expulsion of device], dizziness [dizziness] , vaginal infection [vaginal infection] , urinary tract infection [urinary tract infection] , loss of libido [loss of libido] , vaginal dryness [vaginal dryness] , water retention in the ankles [fluid retention] , itching lower limbs [itchy legs] , joint pain [joint pain] , arthritis in the fingers [finger arthritis] , loss of eyebrow hair [eyebrow loss of] , intestinal problems [other disorders of intestine] , hair loss [hair loss] , sight disorders [visual disturbances] , anal fissures [anal fissure] , cognitive disorder [cognitive disorder] , memory loss [memory loss] , brain fog [brain fog] , muscle pain [muscle pain] , chronic fatigue [chronic fatigue], depression [depression] , attention disorders [disturbance in attention] , stress [stress] , anxiety [anxiety] , metrorrhagia in mid-cycle [metrorrhagia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-oct-2025. The most recent information was received on 21-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("partial migration of implants in the uterine cavity") in a 54-year-old female patient who had essure inserted (lot no. A82456) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced device expulsion (seriousness criterion intervention required), dizziness ("dizziness"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), loss of libido ("loss of libido"), vulvovaginal dryness ("vaginal dryness"), fluid retention ("water retention in the ankles"), pruritus ("itching lower limbs"), arthralgia ("joint pain"), arthritis ("arthritis in the fingers"), madarosis ("loss of eyebrow hair"), gastrointestinal disorder ("intestinal problems"), alopecia ("hair loss"), visual impairment ("sight disorders"), anal fissure ("anal fissures"), cognitive disorder ("cognitive disorder"), amnesia ("memory loss"), brain fog ("brain fog"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), depression ("depression"), disturbance in attention ("attention disorders"), stress ("stress"), anxiety ("anxiety") and intermenstrual bleeding ("metrorrhagia in mid-cycle"). Essure was removed on (B)(6) 2017. The patient was treated with antidepressants (unknown) as well as surgery (total laparoscopic interadnexal hysterectomy and bilateral salpingectomy). At the time of the report, the loss of libido, arthralgia, gastrointestinal disorder, anal fissure, cognitive disorder, amnesia, brain fog, myalgia, fatigue, disturbance in attention, stress and anxiety had not resolved. The outcomes for device expulsion, dizziness, vaginal infection, urinary tract infection, vulvovaginal dryness, fluid retention, pruritus, arthritis, madarosis, alopecia, visual impairment, depression and intermenstrual bleeding were unknown. No causality assessment was received for essure with regard to dizziness, vaginal infection, urinary tract infection, loss of libido, vulvovaginal dryness, fluid retention, pruritus, arthralgia, arthritis, madarosis, gastrointestinal disorder, alopecia, visual impairment, anal fissure, cognitive disorder, amnesia, brain fog, myalgia, fatigue, depression, disturbance in attention, stress, anxiety, device expulsion or intermenstrual bleeding. The reporter commented: period of occurrence: the first side effects appeared from the end of (B)(6) 2013 since the essure implants were removed, some side effects have disappeared but many are still present in my daily life (chronic fatigue, zero libido, intestinal problems, anal fissures, brain fog, cognitive disorders, chronic fatigue, memory loss, impairment of attention, anxiety disorders, stress, muscle and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): visual appearance normal and painful [ultrasound scan] (date unknown): essures are partially in the cavity > risk of breakage if salpingectomy batch number:a82456,expiry date:31-jan-2016,manufacturing date:31-jan-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-oct-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.